Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of this transducer confirmed poor image quality as described by the customer. Investigation of the device noted corrosion and dried fluid in the connector, oil separation and tear in the lens and damage to the strain relief, connector, control handle, and window. The extensive damage and corrosion identified during the evaluation would inhibit the overall performance of this transducer and is indicative of improper maintenance.